Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The aortic neck was 19 mm in diameter at the renal arteries and 14 mm in length, straight. The distal aorta was narrow in diameter at 17 mm. The bifurcated stent graft was deployed until the contralateral gate was exposed. The physician was about to deploy the suprarenal stents when they realized the proximal edge of the stent graft was too high. The decision was made to pull down on the delivery system while deploying the suprarenal stent and giving negative pressure; however, during the supra renal stent release the suprarenal remained engaged with the sleeve. During deployment of the supra renal stents when the blue thumbwheel was rotated, it appeared that the spindle move backwards versus the tapered tip moving forwards. The spindle moved downwards to the level of the proximal edge of the fabric. The physician attempted to continue to rotate the wheel to release the supra renal stents, but the tapered tip was not moving. A bailout procedure was performed and the backend of the delivery system was opened to expose the tapered tip inner lumen. The physician pushed up on the tapered tip inner lumen to successfully move the tapered tip forward, which allowed for deployment of the suprarenal stents. The stent graft was not deployed accurately. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (deployment difficulty, inaccurate placement); incorrect technique/procedure (delivery system was pulled down while deploying the suprarenal stent). Conclusion: operational context contributed to event (delivery system was pulled down while deploying the suprarenal stent).